Manufacturer narrative:
Additional/updated information was added to reflect the base frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, no broken welds were observed; however, the right side seat tab was broken off. An expanded evaluation was performed. The expanded evaluation report confirmed that the top portion of the right side seat tab had broken off just above the weld where it attaches to the cross bar. However, the underlying cause could not be determined.

Event description:
The dealer stated the weld is broke on the right side.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the weld is broke on the right side.